Event description:
It was reported that the surgeon was inserting a three piece silicone lens model aq2010 and the lens haptic was getting bent. There was no pt injury.

Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens has one haptic that is bent. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.